Event description:
Healthcare professional later reported "hole, non-specific". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "hole, non-specific". This record is for the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, d6a.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The explant status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.